Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the distal end of the broken operation wire was cut and extended. There were no abnormalities of the outer diameter of the operation wire. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing stone in the bile duct, the doctor could not remove the subject device from the patient. The device did not break. He cut the operation pipe of the device and tried to crush the stone to release the impaction with bml-110a-1 but failed since the basket wire broke. There was no complaint regarding bml-110a-1. On the same day, the patient transferred to another hospital urgently. The patient received treatment with ehl (electrohydraulic lithotripsy) and bml (lithotriptor) but the impaction could not be released. After few days, the impaction could be released with unspecified way. Reportedly the patient resolved.